Event description:
The physician reports that the crystalens trailing haptic tore when advancing the cartridge into the staar surgical lens injector system. The damaged iol did not contact the pt.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.